Manufacturer narrative:
Upon follow-up, it was reported that the patient recovered from peritonitis, and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The breach in aseptic technique was not further described. A day prior to event onset, the patient experienced cloudy pd effluent. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and amikacin injection (125mg, intraperitoneal, once daily, ongoing) for peritonitis. A day after the event onset, the patient was hospitalized for the event. Two days after the event onset, the patient was discharged. At the time of this report, the patient was recovering from the events. It was reported that the patient was retrained on proper aseptic techniques.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.